Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an integrity bare metal stent bent while attempting to cross a lesion in the mid rca.

Manufacturer narrative:
Additional information: some resistance was experienced during advancement but no excessive force was used. The procedure was completed with another stent. If information is provided in the future, a supplemental report will be issued.